Event description:
While onsite to service the unit for preventive maintenance, the manufacturer's field service technician reported the unit failed diagnostic pressure testing.the service technician replaced the 3 station solenoid to correct the test finding. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. If the solenoid malfunctions and cannot open, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. This event would be likely to cause or contribute to a death or serious injury if the malfunction were to recur while in use on a patient.